Manufacturer narrative:
It has not yet been indicated whether the used device will be returned to angiodynamics for evaluation. The australian distributor is working to obtain the sample as well as additional details of the event. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).

Event description:
As reported by angiodynamics' distributor in (B)(6): incident at a children's hospital - "the surgeon advised that the catheter snapped at the level of the clavicle - the catheter piece was found in the pulmonary artery. The patient required emergency theatre, angiogram and removal of the smart port." Angiodynamics is attempting to obtain the used device for evaluation.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The may 2018 angiodynamics complaint report was reviewed for the smart port product family and the failure mode "catheter fractured/migrated. " no adverse trend was identified. As received, the catheter tubing was fractured near the 9cm mark. The catheter was measured (ID and od) and found to be within specification. The reported complaint has been confirmed. Although no definite root cause could be identified, the catheter broke about 9 cm away from the port. There is a jagged portion of the fracture that is consistent with a flexural failure of tubing. The location of fracture from the port and the nature of the fracture indicate "pinch-off syndrome" as likely root cause for this event. Pinch-off syndrome is cautioned against in the device directions for use. ((B)(4)).